Manufacturer narrative:
Per the fsr, there will be no part return at this time. The customer is negotiating with the company they purchased the unit from to have the unit replaced.

Event description:
The field service representative (fsr) reported that during field service installation of the device, there was no audible alarm when on battery. There was no patient involvement.